Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with a prismaflex hf 1400 set, the purple line of the set disconnected from the bag connector and air entered into the circuit. Treatment was not discontinued. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The visual inspection identified the access line was connected to another connector (extra device). No issues were noted with the set during visual inspection. The involved prismaflex control unit was received for evaluation. Analysis of the device logs revealed that the device had presented a ¿clamped lines ¿ replacement¿ alarm during priming on the date of the event. This alarm would be caused by the purple line of the set disconnecting during priming. The reported condition was verified through evaluation of the device logs. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.